Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, at some point during surgery, the non-locking screw head screw broke off. The broken screw was noticed during a fluoroscopy. Due to the difficulty of removing the screw, the surgeon elected to leave the screw implanted in the patient. No additional patient complications were reported.